Manufacturer narrative:
Product analysis: the product specimen has been received for device evaluation; however, the evaluation is still in progress. Conclusion: upon completion of the product analysis, a supplemental report will be submitted.

Event description:
Medtronic received information that immediately following implant of this bioprosthetic valve, echocardiogram revealed aortic insufficiency secondary to a possible leaflet fissuration. No other adverse patient effects were reported.

Manufacturer narrative:
Correction: the device investigation and analysis conclusion text was inadvertently omitted from the analysis results medwatch. Analysis: a visual examination of the device was performed upon receipt. The valve was received in a bloody solution loose, in the original product jar in a small styrofoam box. The valve was discolored showing evidence of blood contact. All leaflets were slightly stiff but flexible. This is expected since the valve went through decontamination process that includes a high concentration of a tissue fixation. This process, and blood contact, are both known to cause stiffness of the tissue. A tear through the free margin and lunula of the right cusp appeared consistent with punctures associated with a sharp object such as forceps during implant, but increased in size during explant resulting in a piece of the leaflet tearing off. Jagged edges show evidence of a tear. Small tears on both the left and right cusps appeared consistent with historical events with teeth marks from forceps on the top of commissures during explant. A leaflet remnant was received with the valve. The right non-coronary commissure appeared intact. Small tears observed on the tops of both the non-coronary left and left right commissures appeared to have occurred during explant. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Conclusion: based on the received information and analysis results of the returned device, the clinical observations, tear, was confirmed. The reported regurgitation was due to the tear. The cause of the tear could be related to the implant procedure contact with a sharp instrument.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.